Event description:
It was reported that a home patient (hp) was having difficulty connecting supply bags to the homechoice (hc) cassette lines while setting up automated peritoneal dialysis (apd) therapy. A registered nurse (rn) indicated that the hp was attempting to connect the wrong bags/lines together. The rn disposed of the set up and planned on re-training the hp on the proper connection procedures. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). As the cassette was disposed of and the lot number was unknown, a device analysis was unable to be completed. However, the registered nurse (rn) indicated that the home patient (hp) was connecting the wrong lines to the supply bags. Use error and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide provides step by step instructions on how to properly connect the solution bags to the cassette lines. Furthermore, it provides instructions on which lines each solution bag should be connected. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.